Event description:
Terrible pain [pain]. Can hardly walk [gait disturbance]. Case description: spontaneous report was received on (B)(4) 2013 from a (B)(6) female pt with initials (B)(6). The pt's medical history was significant for pain, previous treatment with two cortisone injections and x-ray of the knees showed that the spaces were narrowing (joint narrowing). On (B)(6) 2013, the pt received treatment with synvisc one (hylan g-f 20) injection at a dose of 6 ml in bilateral knees (route of administration not provided). The lot number for synvisc one was not provided. On an unspecified date in 2013, the pt experienced terrible pain and could hardly walk. It was reported that the pain was worse than before and pt's knee joint was too small to receive synvisc one injection. The pt received cortisone injection and unspecified pain medication for the event of terrible pain. It was also reported that the pt experienced instant relief for twenty four hours but one week later, it was back to the same way. The outcome for the events of terrible pain and "can hardly walk" was not provided. Relevant concomitant medications were not provided. The intensity for both the events was not provided. The relationship between synvisc one and both the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of product is not affected by this report.